Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the screw inserter (p/n: 03.037.025, lot #: l926827) was returned and received at us cq. Upon visually inspecting both internal and external threads of the device, no issues were identified with the returned device. No other issues were identified with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as there were no issues identifies with the device and the internal threads are not accessible without the destruction of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed screwinserter for tfna-screw. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the screw inserter (p/n: 03.037.025, lot #: l926827). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 03.037.025; lot # l926827; manufacturing site: bettlach; release to warehouse date: 18. Sep. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the right femur on (B)(6) 2020, the threads within the screw inserter were stripped and would not allow the connecting screw to completely advance and engage the lag screw. The surgeon switched the lag screw to complete the case. There was a ten (10) minutes surgical delay reported. There was no patient consequence. Concomitant device reported: tfna lag screw (part # unknown, lot # unknown, quantity 1), helical blade/screw coupling screw (part #: 03.037.026, lot # unknown, quantity 1). This report is for one (1) screw inserter. This is report 1 of 1 for (B)(4).